Event description:
It was reported a patient experienced peritonitis, which manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for the event and began treatment with ceftazidime (ip, 1g per day) and cefazolin (ip, 1g per day). On an unspecified date when culture results were known, initial antibiotherapy was suspended and therapy with gentamicin (ip, 32mg per day, for a 21-day cycle), vancomycin (ip, 2g every 5 days, for a 21-day cycle), rifampicin (oral, unknown dosage, for a 23-day cycle) and fluconazole (oral, 50mg per day, ongoing) was introduced. Approximately one month after being admitted to the hospital, the patient was discharged. Seventeen days after discharge, the patient experienced a recurrent peritonitis. That same day, treatment with gentamicin (ip, 32mg per day), vancomycin (ip, 2g every 5 days) and fluconazole (oral, 50 mg per day) was re-initiated. The cause of the peritonitis was a break in aseptic technique. It was reported that the patient experienced memory lapses that affected the way technique was performed. During the hospitalization period, the patient was re-trained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.